Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of CPAP module is blocked and the knob will not move was confirmed, as the knob would not turn because of loose grub screws on the CPAP control spindle allowed the stop to in turn move out of place and get lodged in the function switch housing. Physical condition revealed all four knobs were damaged. Cause of event was the CPAP control spindle became lodged in the function switch housing. Action was taken to readjust spindle. Other maintenance included: replacing damaged knobs. Installed service kit. Replaced cracked case and installed new case label kit, replaced cracked front panel kit. Replaced out of spec manometer. Device was calibrated, cleaned and new labels placed. Device passed all functional testing.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that the pneupac ventilator exhibited intermittent failure. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of CPAP module is blocked and the knob will not move was confirmed, as the knob would not turn because of loose grub screws on the CPAP control spindle allowed the stop to in turn move out of place and get lodged in the function switch housing. Physical condition revealed all four knobs were damaged. Cause of event was the CPAP control spindle became lodged in the function switch housing. Action was taken to readjust spindle. Other maintenance included: replacing damaged knobs. Installed service kit. Replaced cracked case and installed new case label kit, replaced cracked front panel kit. Replaced out of spec manometer. Device was calibrated, cleaned and new labels placed. Device passed all functional testing.

Event description:
Investigation completed and summary.

Manufacturer narrative:
Other, other text: additional information: reporter stated the device issue was found during testing with no patient involvement. Information added to section b5.

Event description:
Additional information: reporter stated the device issue was found during testing with no patient involvement.